Manufacturer narrative:
A review of tickets was performed for architect sample cups (7c14-01). A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency was identified. This event is the same event as reported in 3002809144-2021-00301, however with a different suspect medical device.this follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No demographic information is available for the technician. No patient involvement. Phone number was truncated. Full phone number provided was (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported exposure with the serum of a patient who was hcv positive to a technician's hands while using the architect anti-hcv reagent kit with the architect i1000sr processing module. The technician was transferring serum into the sample cup from the primary tube at the time of exposure, was not wearing gloves at the time and reported non-intact skin near the thumbnail. The technician used hypochlorite and disinfectant on the affected area. No additional impact to the technician was reported. No impact to patient management was reported.